Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is partially fractured at the uv glue zone; the glass cap distal part is detached and not returned; the heat shrink tubing open end wall integrity is compromised, and exhibits signs of melting, and erased red octagonal sign and blue arrow indicator; the fiber appears blackened at the heat shrink tubing open end. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Based on the information received, the fiber was used beyond its labeled expiration date.

Event description:
It was reported that during a bph surgical procedure at (B)(4) joules and 22:52 minutes tip of a fiber went broken was noted. It was not reported how the procedure was completed. The tip of the fiber was not cleaned during the procedure. No harm to the patient was reported.